Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tasp to verify item and lot combination and reviewed manufacturing date as returned tasp exhibits signs of repeated use (nicked & gouged). The tasp has fractured on the medial side of the post. All the pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D4 (UDI) : (B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that articular surface was found broken in sterile processing department (spd) after clean up.